Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient reported blood glucose results of 353 mg/dl with a lifescan meter and 213 mg/dl on another meter, performed within 30 minutes of each other. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
No product is expected to be returned.the 510(k)# is k073231.